Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture (grade IV) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture (grade IV).

Event description:
Healthcare professional reports left side capsular contracture grade IV. The device has been explanted.